Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the reported information does not indicate a potential manufacturing issue. Bradycardia is generally a result of known potential adverse effects per corevalve instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. Conduction disturbances such as atrio-ventricular (av) block and left bundle branch block (lbbb) are known potential adverse effects per corevalve IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav), as was the case in this event. (B)(4).

Event description:
Medtronic received information that 4 days following the implant of this transcatheter bioprosthetic valve the patient developed sinus bradycardia while asleep. The electrocardiogram (ECG) showed new onset first degree atrio-ventricular (av) block and left bundle branch block (lbbb). Six (6) days post-valve implant a non-medtronic dual chamber pace maker was implanted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.